Event description:
Info received indicates the foot hi/low function is drifting over night.

Manufacturer narrative:
Tech support instructed the account to clean the s12 foot hi/low down valve or replace the valve. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.